Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the keypad buttons have been intermittently unresponsive for the past month, and now is barely responding and the ok button requires multiple presses to obtain a response. He noted that he has to use the audio bolus button at times to deliver a bolus because of the keypad buttons being unresponsive. The patient confirmed that the keypad is intact; denied exposing the pump to water; and stated that he wears the pump in his pocket.